Event description:
A new package of sterile raytec sponges were opened. On top of the first sponge was a small brown loose material which would have been able to fall off the sponge, into the patient wound.the whole package of sponges were removed from the field and a new package opened for use.